Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a laparo appendectomy the doctor was unable to open the jaws of the device. Replaced by new sulu, the device worked fine. Operating time not extended.

Manufacturer narrative:
Reference number: (B)(4). Post market vigilance (pmv) led an evaluation of one (1) endo gia* 45 mm articulating medium/thick reload opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of complaint trends and an evaluation of the returned device. Visual inspection of the cartridge revealed that the reload had a full staple complement. The jaws were open. The reload was loaded into a pmv representative instrument for functional testing. The jaws opened and closed properly. The reload was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product met quality release specifications.. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.